Event description:
Caller reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. The caller resolved the issue by using a third-party cable plugged into a computer, and cts sent a replacement charging cable and adapter to ensure customer satisfaction, with the suggestion to call back if needed.